Event description:
The facility representative contacted baxter to report a flogard pump in which there was an occlusion. This condition has the potential to cause an interruption of delivery or may have been a false occlusion alarm. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an occlusion was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be physical damaged to the pump head door and latch area. The pump head door was replaced and the occulsion sensors were calibrated to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.